Event description:
There was an allegation of questionable elecsys total psa results for 1 patient sample on a cobas e 411 analyzer. The initial result was 0.88ng/ml. On (B)(6) 2022, the sample was repeated and the result was 5.55ng/ml. This result was believed to be correct. The results were reported outside of the laboratory to the patient. The reagent lot number was 55609800 with an expiration date of 30-nov-2022.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The field service representative replaced the measuring cell. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.